Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial pace impedance gradually decreases from approximately 260 ohms with occasional measurements that drops out of range (less than 200 ohms) in november 2014 and then starting again in december 2015. Sensing-sics-since last session. There were 3676 atrial-sics since last session 4 days ago. Apparent non-physiologic oversensing noted on electrograms for arrhythmia episodes. Some mirror image noise consistent with compromised insulation, however further analysis not possible without returned lead.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited low impedance with a downward trend, a high sensing integrity counter (sic), noise, and insulation problems were suspected. The rv lead also had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.